Event description:
The physician reports that during surgery with attempted implantation of the crystalens with a lens injector sys, the capsular bag tore. The lens was removed successfully and a different lens model was implanted in the sulcus. The pt is reported as doing well.